Manufacturer narrative:
(B)(4). The customer reported that while a pt was transferred, no alarms sounded and the customer reported that the alarms were suspended. The pt was reported to have died while being monitored, but was reported as not being a factor in the pt outcome. The customer would like more info regarding the alarm review for the specified time. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while a pt was transferred, no alarms.